Event description:
It was reported that the customer was having image quality issues.

Manufacturer narrative:
A ge representative evaluated the system and repaired a loose connection in the high voltage cable. System operates as intended.